Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the first ruby coil evaluated. The pusher assembly was bent in multiple locations throughout its length. The introducer sheath was kinked in multiple locations. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed the pusher assemblies to all five ruby coils were bent and kinked. This damage was likely incidental and may have occurred due to improper packaging for return. The embolization coils of the second, third, and fourth ruby coils evaluated were each damaged in multiple locations. This damage likely occurred due to forceful manipulation of the ruby coils against resistance. Further evaluation revealed the introducer sheaths of all five ruby coils were damaged. This likely occurred due to forceful manipulation of the ruby coils during use, or due to improper return packaging conditions. The third ruby coil evaluated had a fractured stretch resistant (sr) wire, and the fourth ruby coil evaluated had the ddt fractured off of the pusher assembly. This damage likely occurred due to forceful retraction of the ruby coils against resistance, and likely contributed to the detachment of the embolization coil. The lantern and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Since the microcatheters were not returned for evaluation, and due to the extensive damage found on each of the ruby coils, the root cause of the difficulty in advancing the ruby coils could not be determined. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00356, 3005168196-2016-00357, 3005168196-2016-00358, 3005168196-2016-00359, 3005168196-2016-00360.

Event description:
The patient was undergoing a coil embolization procedure for a type ii endoleak using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced another manufacturer's sheath into the patient and inserted another manufacturer's guide catheter through it. The physician then advanced a lantern delivery microcatheter (lantern) through the guide catheter and attempted to deploy four ruby coils into the aneurysm sac; however, the coils would not advance through the lantern and were removed. Next, the physician decided to replace the lantern with another manufacturer's microcatheter and attempted to advance a new ruby coil through this microcatheter; however, this ruby coil also had difficulty advancing through the microcatheter at the same point as the first two ruby coils and therefore, it was removed. The procedure was completed using another manufacturer's coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the outer diameters (ods) of all the returned ruby coils were measured, and found to be within specification. Please note that a grammatical correction was made to the following sentence on the initial MFR report: this damage likely occurred due to forceful retraction of the ruby coils against resistance, and likely contributed to the detachment of the embolization coil. The sentence should have read: these damages likely occurred due to forceful retraction of the ruby coils against resistance, and likely contributed to the detachment of both the embolization coils. Please note that the information above does not change the evaluation codes reported on the initial MFR report.